Event description:
It was reported that during a tumor ablation procedure, the software received an error message. The error message stated that there was excessive image noise or that patient motion had been detected. The laser was then disabled for patient safety. The image acquisition was then restarted and the same error was received. It was then noted that the equipment in the MRI was checked, along with the coil and other possible items that could cause noise. It was noticed that the laser umbilical was contacting an integrated fiber optic light located inside the MRI bore itself. The laser umbilical was then taped down to separate it from the integrated fiber optic light. The treatment was proceeded however the software then gave the same error message and was put into safe mode. A dummy probe was then plugged into the connector module and the acquisition and temperature was restarted with no issues. It was noted that cooling was successful with the dummy probe. The probe was then replaced with a new sterile probe and upon removing the first probe, it was noted that there was a black discoloration at the distal tip of the probe. A t2 scan was obtained and that scan confirmed that there was no patient injury. Once the initial probe was replaced, the treatment proceeded with no further issues and the laser fired successfully. Following the probe replacement and treatment, another scan was performed and confirmed that the pre-planned trajectory and treatment areas were ablated. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Additional device evaluation: analysis of the software log confirmed rapid pixel changes. The void likely caused a leak of coolant gas resulting in unanticipated movement of the brain and subsequent rapid pixel changes observed in the neuroblate software.

Event description:
During analysis of neuroblate software logs, it was reported that rapid pixel temperatures changes were noticed prior to ablation being administered. This was also identified immediately after cooling was started. The rapid pixel change occurred in multiple areas around the treatment zone. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: the probe met specifications prior to shipping. The probe was returned with the probe tip found to be intact including the lens and thermocouple wire. Visible black artifact and voids in polymer material were observed near the probe distal end. Analysis of the software logs demonstrated mr induced artifact during the initial mr scans. Thermometry scans demonstrated artifact after cooling was initiated.